Event description:
It was reported that during left ica pcoma segment aneurysm procedure, after partial deployment of the subject stent's tip, the physician found that there was significant resistance during deployment, and the stent could not be further deployed. The physician attempted to withdraw the stent out of the body but discovered that the stent delivery wire and the stent had become disengaged. So, the physician withdrew the stent along with the microcatheter out of the body. Examination outside the body showed that the tip of the stent was partially deployed, while the rest remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.